Manufacturer narrative:
This report is submitted on october 17, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to a head injury. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 09, 2022.